Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device was inoperative. During the pre-repair diagnostics assessment, it was determined that there was damaged component to the cable/cord/wiring. It was further determined that the test run was not possible, the device displayed an e6 error code and the motor and control were defective. It was further determined that the device failed for cutter lock assessment, loctite and cable assessments and for motor thermistor assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.